Manufacturer narrative:
Exemption number e2015055. Approx 28 devices were received for evaluation; 28 events were confirmed during testing. Approx 12 devices were found to be affected by broken down lubrication or a lack of lubrication as well as corrosion. Approx 11 devices were found to be affected by broken down lubrication or a lack of lubrication. Approx 4 devices were found to be affected by broken down lubrication or a lack of lubrication, corrosion, and shattered bearings. Approx 1 device was found to be affected by broken down lubrication and fibers. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 28 malfunction events, in which the device overheated. Approx 26 reported events had no patient involvement; no patient impact. Approx 2 reported events had patient involvement with no patient impact.